Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that this device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that this device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. The device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.